Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was 8 cassettes of the same lots had the same problem. The nurse had great difficulty filling these cassettes. She had the impression that the walls of the cassettes were stuck together. She had to apply more pressure than usual to inject the solution in the cassette and she couldn't remove the air bubbles afterwards. The problem occurred with 8 cassettes of same batch. These were discarded. No patient involvement reported.

Manufacturer narrative:
While reviewing the file, no patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. File (B)(6) is no longer considered reportable, please disregards any reports associated with it.